Manufacturer narrative:
Continuation of d10: product ID :8784, serial# (B)(6), implanted:(B)(6) 2019, explanted: (B)(6) 2021, product type: catheter; product ID: 8780, serial# (B)(6), product type: catheter. H3: the 8784 catheter was returned and no significant anomalies were found. The 8780 catheter was returned and a kink was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Product ID: 8784, serial/lot #: (B)(4), ubd: 04-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable pump. It was reported by the patient that they had suboptimal pain control. Patient contacted his pain physician and was seen in clinic (date unknown) where a catheter access study was done but the physician was unable to aspirate any cerebrospinal fluid. Catheter access study was negative. In preparation of a catheter revision, the physician weaned the patient off his intrathecal opioid and filled the pump reservoir with 10 ml of pf normal saline. On (B)(6) 2021 the physician removed pump segment of the catheter and replaced using entire length of new catheter. Physician reattached the new segment with a collet and was able to successfully aspirate from the catheter port. Patient is alive with no injury. Patients weight was asked but unknown. The issue was reported to be resolved at the time of this report. Explanted product is expected to be returned and a tracking number was provided.